Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. A leukoreduction failure of the platelet product can occur when the separation within the lrs chamber has been disrupted or the lrs chamber holding capacity has been exceeded. Possible causes include but are not limited to: wbc count methodology. Rbc spillover. Centrifuge stopped. Rbc detector calibration error. Possible air block. Donor physiology. The orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. After multiple follow-up attempts, the customer did not provide further procedural details for this event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. After multiple follow-up attempts, the customer did not provide further procedural details for this event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.